Manufacturer narrative:
During inspection and testing, the color tone of the image was abnormal due to damage of the image pickup part (charge-coupled device unit), and damage to the video connector. A review of the device history record found no deviations that could have caused or contributed to the abnormal color tone. The device was shipped according to the specifications. Based on the results of the legal manufacturer's investigation, it is likely the abnormal color tone was caused by failure of the image sensor unit, failure of a board inside the video connector, or a problem on the system side. However, a definitive root cause could not be identified. In addition, service found angulation was insufficient due to elongation of the angle wire, the video connector cased was cracked due to external factors, and there were scratches on multiple parts of the device due to external factors. Per the legal manufacturer, these other device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a defect in the image from the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, the color tone of the image was abnormal. This report is being submitted for the malfunction found during evaluation of the device (abnormal color tone). There was no patient or user injury reported due to the event.